Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was completely white upon powering on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The lcd display was replaced to resolve the report. Observed physical damage to the exterior housing is not consistent with normal wear and tear. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.